Manufacturer narrative:
The reported event could not be confirmed as the device was not returned for evaluation.

Manufacturer narrative:
The reported event could be confirmed based on the pictures that were provided. The manifolds can clog due to the design of the device.

Event description:
It was reported that the manifold clogged during a cardiac procedure. The case was completed successfully without a clinically significant procedure delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.

Event description:
It was reported that the manifold clogged during a cardiac procedure. The case was completed successfully without a clinically significant procedure delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.